Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this accolade pacemaker was implanted in (B)(6) 2017 but during a recent device check, this pacemaker showed less than three months of remaining longevity. Boston scientific technical services (ts) suggested checking the pacemaker outputs and pacing. Additionally, the current drain in the battery detail should be checked to determine if the percentage was around 100%. If the percentage is significantly higher, then the physician should consider immediate device replacement. Additional information indicated that this pacemaker was recently explanted. The local representative was not involved in the procedure and was unable to provide further information. No additional adverse patient effects were reported.